Event description:
It was reported that the device was unable to be interrogated by two different programmers and further troubleshooting options were exhausted. A magnet was placed over the device, however, no tone was audible. The physician then decided to explant and replace the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device case was non-hermetically sealed/defective. The device was received in a no telemetry no output condition. The device was found to have a puncture hole in the device case which exposed the internal electronics to blood/body fluid and also decontamination chemicals. The device was found to be emitting a foul odor and fluid from the puncture hole and the device analysis was halted at this time due to biohazard concerns. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.